Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing came out of the ring that was connected to the quick release site and detached at the quick release connector. The patient's blood glucose level was reported to be 234 mg/dl, which was high for her. It was the first day of infusion use. The site location was patient's left hip and she was unsure of the pump's location. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information was available.